Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a minor cosmetic damage, a updated power switch, a faulty scope socket, the lamp was at 400 or more hours and software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, a intermittent issue with pump loosing pressure and video issues. Additionally, there was image static issues on the 180 and 190 scopes. Upon inspection and testing of the returned unit, a b30 (scope communication error) was discovered. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no harm or user injury reported due to the event.